Event description:
It was reported that the md inserted the sheath into the patient's groin. After inserting the intra-aortic balloon (iab) through the sheath, the user tried to inflate the balloon. It was reported that the balloon could not be inflated. As a result, the iab was exchanged. There was no reported patient death or injury. Medical / surgical intervention was not required. It is "unknown" if therapy was delayed or interrupted. Per the reported event, the "patient's blood had strong calcification". The intra-aortic balloon pump used was the iap-0100, serial number is "unknown". Reference MDR #1219856-2010-00420 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.